Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited blackout and interference during angulation adjustment. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Due to shortcut of charged couple device cable, endoscopic image was not displayed. Based on the results of the investigation, the possible cause and root cause of the reportable issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.